Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1 - initial reporter facility name:(B)(6) hospital of (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 2 was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 2 was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 was not detected on bus. A field service engineer (fse) rebooted the system and performed a firmware update. Initial troubleshooting included replacing pockets and row boards, but the issue persisted. Ultimately, the row board cable was replaced, which resolved the problem. The system functioned as intended after the field service engineer repaired the device.